Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported multiple sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported sensor error and premature detachment issues with the adc freestyle libre sensors, reporting "the abbot freestyle libre 14 day system frequently has problems once it is applied, it won´t read the glucose or report it. If it´s not that, it´s the sensor falling off prematurely. I contacted the retail pharmacy and abbott. I have had this issue since I started using the system. I don´t believe it´s unreasonable that I get a refund as requested. I consistenly got this error for over 3 hours". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.